Event description:
It has been reported to us that during the procedure, the physician pulled back on the lead screw and the rubber plunger detached. The physician inserted a balloon catheter into the pt. The physician connected the inflation device to the stop cock and performed negative prep. The physician inflated the balloon with the inflation device. The physician performed numberous inflations and deflations on the vessel. The physician deflated the balloon. After the deflation the physician pulled on the lead screw and the rubber plunger detached from the lead screw. The physician exchanged the device for another to complete the case.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.